Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2317-70, serial: (B)(4), batch: 5072024/5072234.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. All explanted devices will not be returned. No further information has been obtained despite good faith efforts.